Manufacturer narrative:
Lot number (s): hcg0020027. Expt date(s): 02/2012. Control: 25miu/ml hcg urine control lot: hcg100113-01, 100miu/ml hcg urine control lot: hcg100513-01, 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minute read time (n=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). The 237.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Unable to identify the root cause without pt specimen analysis in-house. Product deficiency was not established; no corrective action required at this time. Customer product will be tested if it is returned.

Event description:
Caller reported that customer had a false negative urine hcg result vs serum quantitative result of 3160miu/ml and positive home pregnancy test. Per caller, pt had tested using a home pregnancy test (brand unk) with a positive result. Pt then had a negative result when tested on icon test device. The serum quant was positive at 3160miu/ml. Pt received depo shot. No other pt info provided. False negative results could lead to missed diagnosis of pregnancy. Although no report of death or 'serious injury', a missed diagnosis could result in treatment contraindicated in pregnancy.